Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture during the first use. The procedure was completed with a new capio suture. There is no information regarding if/how the detached piece was removed, but no impact or consequence to patient was noted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual assessment was performed. The capio slim suture capturing device and a portion of the mesh assembly were returned. No damage was noted to the capio slim suture capturing device. One side of the mesh assembly, including the protective sleeve, dilator, and suture, were returned; the mesh material itself was not returned. The leader loops were cut. On the blue dilator, the suture was broken, confirming the complaint. There appeared to be a tool mark on the suture. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture during the first use. The procedure was completed with a new capio suture. There is no information regarding if/how the detached piece was removed, but no impact or consequence to patient was noted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.